Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 216 and blue stripes appeared on the screen due to a scope connector failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported blue stripes in the image and error e216 during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. There was a delay less than thirty minutes, and the procedure was completed with an olympus back-up device. There was no patient injury reported.